Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they were having symptom of high blood glucose such as nausea. The customer's blood glucose was 224 mg/dl at the time of incident. The customer's blood glucose was 207 mg/dl at the time of call. Troubleshooting was done. The insulin pump passed. The customer also reported that they experienced low blood glucose of 42 mg/dl. The insulin pump was returned for analysis.